Event description:
It was reported that the patient lost therapy after receiving the replace generator message. As such, surgical intervention took place on (B)(6) 2021 where in the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D6b - date of explant: an explant date "(B)(6) 2021" was reported in error in d6b field of the initial report.. The correct date is "(B)(6) 2021".